Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number: (B)(4) reported in this ccr are covered by CAPA: (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
The fully charged autopulse li-ion battery (sn: (B)(4) would not power on the autopulse platform. The status leds on the battery show 4 green lights. Upon follow up, the customer reported the issue was noticed during shift check. No patient involvement.